Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 580 mg/dl. Elevated blood glucose was addressed with a manual injection. System check was performed with tandem technical support and no issues were identified; however, when customer changed pump supplies the occlusion recurred. Customer reverted to an alternate method of insulin therapy.